Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2018. There were no erratic basal rate adjustments or bolus requests. Complaint could not be confirmed. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 20 mg/dl; cause was not known. Customer went to the emergency room and was treated with carbohydrates/sugar. After 18 hours, customer left ER in "normal condition". Bg was 260 mg/dl.